Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "incomplete bolus alert 11 is triggered even when he does not have the bolus screen open, and occurs every time after he acknowledges a low alert on the pump." Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer's blood glucose level was 78 mg/dl.